Event description:
During setup they noticed that the 22mm ID conical fitting of the mask, supplied with the resuscitator, was deformed and could not be fitted to the resuscitator. Another resuscitator was obtained.